Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
Later on 2014-(B)(6) the patient called and noted that ¿the guy botched the first surgery.¿ the patient also wanted to say thanks for the replacement controller he received.

Event description:
It was reported that the patient¿s first neurosurgeon put their implantable neurostimulator (ins) in wrong. They put the ins in the wrong side of the body and put it up too high. The patient had another doctor lower it on put it on the left side of their body. They had to wait 3 months before they could replace it because they had to allow it to heal. The patient was originally getting shocked in the arms and all over the place. The patient had a shocking or jolting sensation. Everything was figured out after the new doctor put the device in correctly. The second device was working well at the time of the report. The patient had had a lot of cervical issues too since 2002. The patient had two rear end accidents as well as 3 fusions up top. The patient¿s doctor wanted to put in a cervical disc as well. The patient had their device turned off at the time of the report. They turned it off one day because their knee was hurting. The patient had their stimulation down really low because it was bothering their knee. The device did help their pain otherwise they wouldn¿t keep it. Their knee was bad and the stimulation aggravated it. The patient was not sure if their device was charging or not. At higher amplitudes the stimulation bothered their knee more than it helped their back. The patient needed to have their knee replaced. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.